Event description:
It was reported by the rep that during a laparoscopic cholecystectomy procedure, the clips were crossing when the device was fired. Another device was used to complete the procedure. There was no adverse consequence to the patient. One device will be returned.